Event description:
It was reported to MFR, by facility, during a resident lift transfer, the resident was in the raised position. The lift boom came down suddenly, with no one touching the release valve. The injury was to a male aid who tried to catch the resident. No injury to the resident. The aid injured his hip, he did receive medical attention. Unk as to the outcome of the medical exam. The facility did report that they were able to use the lift immediately after, by using the hydraulic jack and it lifted normally. Facility took the lift to their dealer and had them check it over. Per dealer they could find nothing wrong with the lifter. MFR will be issuing a RMA # to get lift back for eval.